Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) single used needle with opened packaging was returned for evaluation. Visual evaluation did note the used needle to be broken off at the hub. Although visual evaluation noted the needle to be broken off the hub, since the kit had already been opened and used for a procedure, it is not confirmed to be the result of any manufacturing process. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, " do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is feltduring advancement of the needle, carefully correct the orientation of the needle but never apply excessive force.". Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: we had a spinal needle break off from the hub in surgery while anesthesiologist was positioning the needle. Surgeon had to make incision and retrieve needle with forceps. Skin sutured. General anesthesia given. No spinal.